Event description:
It was reported that balloon rupture occurred. A 10.00mmx2.50cm wolverine coronary cutting balloon was selected for use in the severely calcified artery. During the procedure, it was noted that the balloon ruptured. The balloon was completely removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.